Manufacturer narrative:
Submit date: (B)(6) 2016. To date, the quality assurance department has not received a sample for evaluation. Without the sample, a detailed investigation could not be performed. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. A review of the device history record (DHR)shows this device was released meeting all manufacturing specifications. All dhrs are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. No corrective action can be determined or referenced without a detailed evaluation, to determine the root cause failure. This file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned to the quality assurance department, we will re-open this investigation.

Manufacturer narrative:
Submit date: 10/06/2015. An investigation is currently underway. Upon completion, an updated investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2015 that a custom had an issue with an scd controller. The customer states that the power cord had exposed cooper wires.